Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (ink spots) issue. No additional detail was provided. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 - device evaluation:the pump has been returned and evaluated by product analysis on (B)(6)2015 with the following findings. On investigation, the alleged display issue was not duplicated. The pump powered up to the verify screen without any ink spots on the screen. The auditory and vibratory features were operational. No tactile issues were found with the buttons. Unrelated to the complaint, the display was found to be dim and discolored. Moisture corrosion was evident inside the battery compartment. A battery compartment crack was found on the side running from the threads down to the case seal. A battery compartment leak was demonstrated in a leak test and additional evidence of moisture intrusion was found inside the pump.